Event description:
It was reported that there were three (3) occasions where the tubing was "caught on something" during use of an unspecified quantity of novum iq large volume pumps. This was observed during an unspecified process step. There was concern running the tubing horizontally which could lead to the line getting "lassoed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.